Event description:
The customer's mother called to report that her son experienced a high bg reading (358mg/dl) while wearing a pod. A manual insulin injection was administered to counter his high bg's. A kink was seen in the cannula, but no blood was noted. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.